Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a left knee revision due to arthrofibrosis, decreased range of motion, flexion contracture, and scarring. The surgeon noted pre-revision x-rays showed there had been a very minimal tibial resection and when measured anterior, appeared as if there was approximately 5 mm of additional length put into the tibia. The surgeon indicated this was probably contributing to create some of the flexion contracture issues and loss of flexion. The tibial insert and tibial tray were the only products revised. The surgeon noted cutting 4 to 5 mm of bone off of the proximal tibia to correct flexion issues. Competitor cement was used during the primary operation. Doi: (B)(6) 2016. Dor: (B)(6) 2017. Left knee.